Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of ranging from 13-80 mg/dl due to the customer's basal rate setting requiring adjustment. Reportedly, on one occasion the customer went to the emergency room due to the low bg but did not receive treatment and was sent home. Customer consumed carbohydrates to address the bg. The customer was instructed to contact the healthcare provider to discuss insulin therapy settings.